Manufacturer narrative:
Additional information b5 and d5. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device in good condition with no physical damage. Filled water into reservoir tank, installed temperature check onto heat exchanger interlock, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. The reported issue was confirmed. The root cause was confirmed to be a faulty heater and cracked return tube, which is design issue the technician replaced return tube, heater 1 and 2.

Event description:
Additional information received via email 16 nov 2021: date of event updated, "the device was attempted to be used on a patient but malfunctioned.", there were no adverse effects on the patient due to the reported issue.

Event description:
It was reported the user attempted to use the device with patient but noted leakage and smelled smoke with the device power on. No adverse effects reported.